Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the trocars had pneumo issues when instruments were in the trocars. They called in additional staff to place their hands over the trocars to stop the leaking. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that it was partially deployed with blood present in the device. The exchange sheath slitting had been initiated out to approximately 2.5 cm and the thumb advancer was approximately 3 cm distal of the start position. The vessel locator wings were collapsed and the plunger and safety release were proximal and moved freely. During testing, the plunger was activated by opening the vessel locator wings. The plunger was released and the vessel locators collapsed via the safety release. During the external and internal examination there was no device inadequacy detected that would contribute to the reported event of loss of access. Based on the condition of the returned device, the reported experience is confirmed. The report of the device coming out of the artery after the deployment of the vessel locator wings and placing the wings against the anterior wall of the artery indicates that excessive tension may have been applied causing the device to pull out of the artery. Based on the investigation findings, the probable root cause for the event is related to incorrect technique. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of an unspecified artery after an interventional procedure. Reportedly, after the vessel locator wings were deployed and retracted against the arterial wall, the device came out of the pt with the wings deployed. Manual compression was used to achieve hemostasis. There was no adverse pt sequela. No additional information was provided.